Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. The health care provider (hcp) was concerned about low r-wave amplitude which can oversensing. However, technical services (ts) that there was undersensing nor oversensing. Bringing the patient in to turn the smart feature on was recommended. Upon review, it was noted low amplitude and the smart pass feature was disabled several times. Additionally, it was noted that the patient had some myopotential noise oversensing, leading to an inappropriate shock. The plan is to check in with the patient. No additional adverse patient effects were reported. This product remains in service.